Manufacturer narrative:
This report is for one of three devices involved in the event, please refer to report 3013450937-2019-00015 and 3013450937-2019-00017. The sales representative notified the manufacture that the patient retained a foreign body and during the revision surgery a gauze sponge was found in the joint and likely led to the patient's infection and inflammatory reaction. The device history records, sterilization batch release records, and patient information found that the design, manufacturing, and/or sterilization did not lead to this complaint. Should additional information be obtained the report will be supplemented.

Event description:
Patient had an infection and inflammatory reaction in their hip, which required surgical intervention to remove all implants.